Manufacturer narrative:
H3 - device evaluation: the lens returned with moisture and residue/debris on product in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
Additional information: h6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -4.5/1.0/091 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Lens rotation was observed. The lens was repositioned and this did not resolve the problem. On (B)(6) 2023 the lens was exchanged for a spherical lens of the same size and -3.50 diopter and the problem was resolved. Cause reported as device.